Event description:
A discordant, falsely low cancer antigen 15-3 (ca 15-3) result was obtained upon dilution on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated as it did not fit the patient¿s clinical history on the same instrument. The rerun resulted as expected and matching the neat result. The corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca 15-3 result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens global product support (gps) specialist evaluated the instrument data and noted that there was an inconsistency in the sample level sensing between the initial run and the diluted 1:10 repeat run, however, no instrument malfunction was found. The cause of the discordant, falsely low ca 15-3 result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.